Event description:
Caller states that he went to the dr due to higher results on the device. He states that his device read 242mg/dl while the dr's device read 63mg/dl. The customer was given apple juice and sent home. No quality controls were used. Requested return of suspect device and replacement was sent.